Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, upon discharge sparking was seen from the electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.